Event description:
Acuvue oasys for astigmatism contacts. Packaging changed but product has either also changed, or it is a bad batch emailing today to address the issue with my new contacts that I received with my recent vision exam. To start I've been wearing this exact contact style/brand/type my entire adult life (now 42yrs old) so 22+ years and never had an issue with comfort or irritation. Received my order of these lenses in the new teal packaging and they are horrific. I can barely put them in to drive for an hour and have to immediately take them out. For the last 22+ years with this brand I had zero issues wearing them 16+ hours a day. Even with only an hour use of these newly packaged lenses my eyes hurt for days even when the contact is on day one. Something is seriously wrong with the manufacturing of this product, now I have to pay an optometrist (B)(6) for a new exam to get fitted into a different brand. Hoping to god whatever is wrong with these contacts that they haven't damaged my eyes. There needs to be a recall asap. Ref report: mw5171090.